Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-06888. It was reported the pt is receiving inadequate coverage. It was also reported the pt has been experiencing abdominal stimulation. Reprogramming attempts were unsuccessful. X-ray revealed both of the pt's leads have migrated. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.